Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(6). (B)(4). S/w 4.11d unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0873 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit uploaded properly using carelink. Unit had scratched case, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
It was reported that customer visited emergency room and admitted to hospital due to high blood glucose on (B)(6) 2020. Blood glucose reading was 316 mg/dl. Customer treated with intravenous insulin drip. Customer was treated with manual injection as well. Customer reported symptoms were none. Customer was suing insulin pump within 48 hours of reported event. Customer reported insulin pump was under delivering insulin. Customer stated displacement test was passed. No further patient complications were reported. The device was returned for analysis.